Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/16/2015 with the following findings: the display screen was dark and illegible when the pump was powered on. There was a crack in case near the upper right corner of the display. There was a leak due to the cracked pump case with evidence of moisture corrosion inside all of the internal pump components.